Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterlize. For urological use only."

Event description:
It was reported that an indwelling double-chamber urinary catheter was placed for the patient after penile injury. It was stated that the balloon of the catheter could not be deflated and the catheter could not be removed. The balloon was cut and the catheter could not be removed smoothly. The catheter was removed on its own eventually and the balloon was intact and undamaged.